Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6) - - failure (event) observed during analysis. Final analysis found that the returned and lead sustained rib clavicular crush damage. The outer coil and five filars were fractured at the clavicle crush location.